Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to sections h6: component code and type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. It should also be noted that the transcatheter heart valve was implanted in the pulmonic position, and therefore, this was an off-label operation. In this case, the complaints of leaflet motion restricted, improper leaflet coaptation and central regurgitation were confirmed based on the provided medical records. Leaflet motion restriction, which develops progressively over time, can be due to a number of issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The patient had restricted leaflet motion, which can lead to abnormal coaptation, resulting in central regurgitation; however, due to the limited information, a definitive root cause is unable to be determined at this time regarding the restricted leaflet motion event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a tetralogy of fallot (tof) repair with transannular patch and ventricular septal defect (vsd) closure in (B)(6) 2016, followed by transpulmonary valve replacement using a 23mm ultra resilia (s3ur) valve within the transannular patch in (B)(6) 2024. Approximately 1 year and 2 months later, a stent was placed in the s3ur valve along with a 22mm non-edwards valve to treat frozen leaflets and central pulmonary insufficiency. The patient's symptoms were lightheadedness and dyspnea on exertion, and the physicians were concerned the patient would not grow (gain weight). Gradient measured 31.58mmhg. Following intervention, the patient was stable.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b3, b4, g3, g6 and h2 have been updated. Additions to sections b5, h6: health effect - clinical code, device code(s), and type of investigation. The investigation is ongoing.

Event description:
According to the provided medical records, echocardiography confirmed severe regurgitation of the transcatheter bioprosthetic pulmonary valve. The leaflets appear partially open, do not move and are echogenic. In the psax (parasternal short axis) view, the leftward leaflet moves but a coaptation defect is noted. The pulmonary valve peak gradient (pvpg) is 31.58mmhg and right ventricular dilation was noted. In the apical window, there is possibly an echogenic, mobile mass associated with one of the leaflets.